Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set cannula was crimped event on (B)(6) 2024. Patient had diabetesketoacidosis and was hospitalized due to that issue. The blood glucose level was displayed high at the time of event and was managed by bolus via pump and multiple daily injections (mdi). The event occured 3 or more hours after insertion. The site of insertion was at abdomen. The infusion set was in use up to a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.